Event description:
Literature: hayek sm, jasper jf, deer tr & narouze sn. Occipital neurostimulation-induced muscle spasms: implications for lead placement. Pain physician. 2009; 12(5): 867-876. Summary: this article presents the case report of five pts from four different centers who experienced ons-related neck muscle spasms and were managed successfully by revision of the leads from c1/c1-2 to a level just above the nuchal ridge. Reportable event: the pt had an excellent stimulation pattern for three days after implant. With the use of stimulation, the pt developed painful spasm of the neck and occiput that made it intolerable to use the device. Reprogramming was attempted with the addition of more cathodes to spread the current, but it was unsuccessful at reducing the problem. The pt underwent surgical revision. The leads and stimulator were removed and replaced with a system manufactured by another MFR. The pt did well after the revision.